Event description:
During a case, the user was experiencing ventilation problems which he associated to a leakage. It was switched from automatic to manual ventilation and the procedure could be completed successfully without consequences for the patient. The following examination of the device by a biomedical engineer revealed that the expiratory flow sensor was thermally damaged/discolored.

Manufacturer narrative:
The investigation is ongoing and the results will be provided in a follow-up/final report. At a first glance, the thermal damage of the flow sensor has occurred at the beginning of the procedure due to presence of combustible gases (evaporated residues from disinfection agents). However, the flow sensor was operable for the complete procedure and continued to deliver measurement values.